Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had infection symptoms. A fistula was found at pump refill in the pocket area. The infection symptoms included drainage, incisional wound opening, and erosion. The fistula opened at a pump refill, pus dripped down the patients leg, and the pump came out of her body. As an intervention, the entire system was explanted the next day in an emergency pump system explant and the infection was resolved. The drug in the pump may have been fentanyl but the patient does not remember. The patient stated that she takes oral oxycontin and oxycodone as well as a transdermal fentanyl patch currently.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-jan-03. It was reported that the fistula and pocket infection were caused by the pump size. The pump was too large for the patient's frame.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.